Event description:
It was reported that during a vat lobectomy procedure, the involved device was reloaded with three reloads to resect a wedge from the lung. Then the device was reloaded with the involved reload for transecting across the vein of the tissue. The stapler was closed and the surgeon attempted to fire, however, experienced exceptional force to fire. The surgeon finally released the tissue by opening the jaw and found that some malformed staples had been punched into the tissue. When examining the jaw of the involved stapler removed from the surgical site, one third of the drivers from the proximal end were exposed. The procedure was converted to open. There was excessive bleeding because of the blood pressure of the involved vessel.additional information has been requested, no detail has been provided to date. A supplemental report will be filed upon receipt of additional information.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the ats45 device was received in good visual condition and with a tr45w reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4) qa. A batch record review was performed and no anomalies were found during the manufacturing process.